Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom of false upstream occlusion could not be reproduced through further testing, but was confirmed through review of the event history log as well as physical inspection of the device. Evaluation found a wide inscribed pin dimension as well as cracks in the upstream sensor tail pins. These are known contributors to false upstream occlusion alarms. The upstream sensor was replaced.

Event description:
During baxter's functional testing, a spectrum pump had a false upstream occlusion alarm. There was no patient involvement.